Manufacturer narrative:
The insulin pump was received with a cracked battery tube threads and a scratched case. The test reservoir does lock properly inside the reservoir tube. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, the pump was also received with a loud motor noise during rewind due to faulty motor. The motor was tested outside of the device and passed. (B)(4).

Event description:
Information received by medtronic indicated that the rewinding process of insulin pump was slow and making weird noises. Customer reported they were afraid of rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.